Event description:
It was reported that the user disconnected the ilet pump to bathe, left the pump in another room, and subsequently experienced a temporary loss of dexcom g7 sensor readings on the ilet until connectivity resumed during the call, consistent with intermittent signal loss between the cgm and the pump. Symptoms included no clinical effects. Outcomes included no impact on therapy, no need for medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the cgm-to-pump bluetooth connection reestablished without further action once the devices were brought back within range and normal operation resumed. It was concluded that the event was due to transient loss of communication associated with device separation, with the device functioning as designed once reconnected.